Event description:
Following the completion of dialysis the patient complained of generalized pruritus during treatment. No medical intervention was required and the patient was sent home following the dialysis session.

Manufacturer narrative:
(B)(4).

Event description:
A hospital in (B)(6) reported a patient experienced an allergic reaction with a revaclear 300 dialyzer. Additional information was requested however, there has not been any further information provided.